Manufacturer narrative:
(B)(4). Medical product: unknown nexgen knee bearing cat# unk, lot# unk. Unknown nexgen knee femoral cat# unk, lot# unk. Literature: umberto cottino, matthew p. Abdel, kevin I. Perry, kristin c. Mara, david g. Lewallen, and arlen d. Hanssen ¿long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses¿ j bone joint surg am 2017;99:324-30. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07269, 0001822565 - 2017 - 07270, 0001822565 - 2017 - 07271.

Event description:
It was reported that twenty four cases of reinfection of periprosthetic joint infection occurred requiring re-operation with retention of implants.